Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient 's blood glucose results were 275 mg/dl, 88mg/dl. Tests were done within 10 minutes with a difference of 91%. Patient did not experience any adverse events. No further information has been reported.